Event description:
It was reported that during a lead revision procedure (MFR: 3006705815-2024-04801) it was difficult for the physician to access the epidural space, which result in a wet tap. Intervention took place where a blood patch was performed. The patient had no complications post procedure.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.